Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). Per service report (B)(4), the control board was found to be defective and was replaced. The mains power cord was found to be cut and was replaced. The unit was tested to factory specifications and passed all tests. (B)(4).

Event description:
On (B)(6) 2012 at (B)(6) it was reported the heater cooler unit 30 (hcu 30) serial number (B)(4) shut off during a heart case. The customer tried connecting it to another power outlet and checked the main and 12a circuit breaker but there was still no power to the device. A back up hcu 30 was connected and the procedure was completed. There was no patient impact. (B)(4).